Event description:
Customer reported physical damage to insulin pump. Customer's blood glucose reading was 162 mg/dl. No significant events leading to the damage were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube, broken battery cap, and a broken belt clip slot.